Event description:
The iab inserted into the patient on 10/5/97 at 10:23 a.m. The iab was removed on 10/8/97 at 2:00 p.m. From the patient's right femoral artery. A second iab immediately inserted into the patient's left femoral artery. The iab did not malfunction. The patient had a thrombosis, major iscemia and removal was required. The patient went on to expire with iab in place on 10/9/97 at 3:00 p.m. The contact stated that the patient's death was not a direct consequence of the iab or iab therapy. (Event complications: thrombosis/major ischemia/removal) required - rpt'd 11/3/97. (Pt's current status: expired - rpt'd 11/3/97.)